Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the device failed asset check during repair. This event was an asset return and there was no device defect. This is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope asset check failed requiring repair. The issue occurred during preventive maintenance. There were no reports of patient harm.